Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An integra authorized distributor reported that during operation, the excel 23khz straight handpiece (c2600) was heating. No information has been provided on patient involvement, injury, or surgical delay.

Event description:
N/a.

Manufacturer narrative:
The cusa excel handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the handpiece has a heating fault, the tip is broken in the transducer connector, the transducer is faulty and it is recommended to replace the coilform. To resolve the issue, the repair has been completed and the device meets manufacturer specification. Root cause - the root cause is confirmed as defective transducer, coilform defective after 6 years in the field, and damaged tip causing overheating. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.